Manufacturer narrative:
The initial report was submitted on aug 1, 2015. Manufacturer report number: 1416980-2015-31794. The patient was reported to have developed peritonitis a week prior to the reporting of the event. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask during the therapy process. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cephalosporin (dose, duration and frequency not reported) for the peritonitis. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. Upon follow up it was reported the patient was recovered from this peritonitis event (previously reported as recovering). No additional information is available.